Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they were unable to bolus when they were not at their home. Patient stated they would get a message showing no network connection and they could not connect. Pt reported they would get stuck at 90% lag when they were at home and could connect. Patient also had voice assistant turned on. Agent conferenced healthcare it (hcit) to disable voice assistant. Agent walked patient through clearing out the data. Patient was able to connect and deliver a bolus. Patient would monitor the issue and call back in if needed. Patient would monitor the issue and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.